Manufacturer narrative:
Other applicable components are: product ID 3777-45 lot# serial# (B)(4) implanted: (B)(6) 2013: product type lead product ID 3777-45 serial# (B)(4) implanted: (B)(6) 2013. Product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient who was implanted with neurostimulators for failed back surgery syndrome and spinal pain. It was reported that during the procedure for the patient¿s second implant on (B)(6) 2013, as the implantable neurostimulator (ins) was placed on the left side, one of the wires came off and moved under the patient¿s breast on the right side. It was noted that the surgeon pulled out the wire and jammed it back in that it hit the patient¿s spinal cord. In result, the patient had a leak with headaches and had a blood block performed which resolved the issue there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.